Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump revealed a crack near the battery compartment and the seal in the pump case. The text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Event description:
The pump was returned for investigation. Investigation revealed that the pump was cracked near the battery compartment and the display was dimmed and discolored. This report is made based on results of investigation completed on (B)(4) 2013.